Manufacturer narrative:
The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the MFR.

Event description:
The customer reported that "there is some spot on touch screen and screen is not working when touch". No pt involvement.